Event description:
A customer obtained a lower than expected vitros phbr quality control result (24.49 mol/l vs. And expected result= 43.0 mol/l) while using a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if it were to recur undetected with patient samples. No vitros phbr patient results had been questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros phbr quality control result was obtained on a vitros 5,1 fs chemistry system. The investigation to date has not identified a definitive root cause, and the investigation is ongoing. A reagent related issue or an interaction between the vitros phbr slides, the immunowash fluid, and the vitros 5,1 fs chemistry system have not been ruled out as potential contributing factors. The root cause of this event is currently unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.